Event description:
Reporter alleged when the blood glucose monitoring device was turned on, it became hot. As a result, it was stated the customer changed the batteries; however when doing so, began to smell something burning. Reporter indicated the batteries were so hot that he had to remove them with a knife. Reporter stated customer did not burn his hands. No actions or treatment was received reportedly as a result. A request was made for the return of the suspect product and replacement product was sent.